Event description:
It was reported that the valve did not hold pressure prior to implantation.

Manufacturer narrative:
The valve was patent and passed reflux testing. The valve was within specifications for pressure flow characteristics. The valve was not within specifications for preimplantation testing. A check of manufacturing records was not possible as no lot number was provided. All our products are 100% tested at the time of manufacture.